Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -09.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This did not resolved the problem. Cause of the event is reported as unknown. Reportedly, the exchange lens was small (13.2mm) and was removed.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned dry in lens case/vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h10- claim number should be corrected to 715628. Claim# (B)(4).